Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed without error messages. All laser system functions were within specifications on this day. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with multiple corneal infiltrates diffusely scattered three months following lasik treatment. The patient complains of blurry vision and has been referred out for a second opinion and treatment recommendations. Additional information received, the patient was seen by a cornea specialist. The infiltrates were described as inflammatory and not infections; the topical steroids and topical antibiotics were restarted. The patient will be seen by the specialist again. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.